Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the response buttons were intermittent. The root cause of the intermittent response buttons cannot be positively identified. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that the response buttons were not activating a patient's device.